Event description:
It was reported that during a trans abdominal pre peritoneal, during device testing of the clip applier on the sterile table, no light signal was observed after removing the tab from the first sample, and clip application was completely impossible due to the jaws being jammed. The second sample also showed no light signal, it was not used due to uncertainty regarding device function. The third sample functioned perfectly, including the light signal. The product was never implanted and was replaced. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 176630 - 176630 endoclip iii 5mm applier - lot # j5a3317y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.